Manufacturer narrative:
Reported event: surgeon tightened array screw and the screw broke device evaluation and results: visual inspection: visual inspection confirms missing 111462 wing screw, 112232 dowel pin, and 112315 array clamp adapter washer. Dimensional inspection: dimensional inspection was not completed due to visual inspection clearly shows the failure of the device. Functional inspection: functional inspection was not completed due to visual inspection clearly shows the failure of the device. Device history review: the reported device was confirmed to be a pelvic array assy , p/n 112230, lot 19010813. Complaint history review: <summary of complaint history review> conclusions: inspection confirms missing 111462 wing screw, 112232 dowel pin, and 112315 array clamp adapter washer. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). When the surgeon tightened the array screw, the screw broke.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). When the surgeon tightened the array screw, the screw broke.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). When the surgeon tightened the array screw, the scew broke.